Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory indicated an electrical reset. Two power on reset (por) occurred. On (B)(6) 2015, reason watchdog por and (B)(6) 2015, reason battery supply low por. Both pors were non-firmware initiated. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) had a power on reset (por) related to the battery supply on the day of implant possibly due to the device being too cold. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.